Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.+

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they had issue the audio of the pump. Customer's blood glucose level was 158mg/dl at the time of the incident. Customer stated that she can not get her audio to work on insulin pump. The device will be returned for analysis.